Event description:
It was reported that during a f/u, the pt had underdosage symptoms. When the pump was interrogated, it was in safety mode, so the pump was set on minimal rate. Several reprogramming attempts did not have the desired result. Technical service was consulted and the advise was reprogrammation of all parameters. This had to be done twice, before the pump worked correctly. The pump contained lioresal 2000 ug/ml. Subsequently, the pump was reported to be replaced. The pt "showed signs of shock" during the pump replacement surgery in early 2009, and was transferred to intensive care.